Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure of a left ventricular lead, the patient experienced a coronary sinus dissection, pericardial effusion, and hematoma during balloon catheter venography. The patient's blood pressure was stable, the patient was asymptomatic, and no cardiac tamponade was noted either. The lead was implanted and the patient was monitored; the lead remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.